Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "surgeon was implanting a t2 alpha femoral nail-gt (2333-1240s) utilizing the recon screws. While inserting the drill tip guide wire (2351-3240s), it missed the nail. After attempting to re-insert the guide wire, the tip broke off inside the patient. The surgeon was unable to retrieve the broken piece, and it remained inside the patient. About 5-8mm broken piece left inside the patient. Surgeon did not insert recon screws. Instead implanted two 5.0mm locking screws proximally."

Event description:
As reported: "surgeon was implanting a t2 alpha femoral nail-gt (2333-1240s) utilizing the recon screws. While inserting the drill tip guide wire (2351-3240s), it missed the nail. After attempting to re-insert the guide wire, the tip broke off inside the patient. The surgeon was unable to retrieve the broken piece, and it remained inside the patient. About 5-8mm broken piece left inside the patient. Surgeon did not insert recon screws. Instead implanted two 5.0mm locking screws proximally."

Manufacturer narrative:
The reported event was not confirmed. The device was not received for investigation because discarded resp. Implanted. The DHR was reviewed. No suspicious situation determined. A review of the nc database revealed no nc for the product in question with this failure mode. The labelling requires check with image intensifier while inserting the k-wire. The risk management file review revealed no conspicuities. More information as well as the device must be returned to determine the exact root cause. With available information and without product a root cause could not be determined. In case essential information becomes available we reserve the right to re-open and to up-date the investigation results.